Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The pt reports multiple health complications following the implant of two bard flat mesh devices. Medical records have not been provided. We have contacted the initial reporter to request additional info and to request return of the device for eval. A mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00226 for info related to the other bard flat mesh reported to have implanted on (B)(6) 2007.

Event description:
The following was reported via maude event report (B)(4). It was alleged that on (B)(6) 2007 the pt was implanted with two bard flat meshes one for a bladder suspension, and one for a rectal suspension. Since implant the pt has experienced incontinence, shooting pains, painful intercourse, spotting, cramping, bloating, utis, bladder infections, frequent urination, bleeding and pain in the rectum. The pt can not walk for long periods of time. The pt has no large colon, and the small bowel is anastomosed to the rectum. The doctors can not see the mesh in the vaginal area.